Event description:
The recipient was no longer hearing as well as before with the device and struggled specifically in noisy environments. There had been a gradual decline over the past year. There was no specific incident of trauma reported. Subjectively, the recipient was doing fine and had no major complaints before this event occurred. There were no changes in health or medication. The recipient has been re-implanted with a new device on (B)(6) 2020. It has been reported that the 4-5 most apical channels are no longer working. This report refers to 9710014-2020-00540. Please refer to this report for further information.